Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Related components of device system: model number/ catalog number: 72404127, serial number: n/a, batch/ lot number: 118829005, model/ catalog description: control pump fgs iz. Model number/ catalog number: 72400024, serial number: n/a, batch/ lot number: 115751006, model/ catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient had a drug overdose in late (B)(6) 2019, he was admitted to the emergency room and a catheter was placed without deactivating the artificial urinary sphincter (aus). After several days, the hospital staff found out that the patient had an aus and removed the catheter. A cystography was performed and the cuff had partially eroded thru the urethra. The whole aus system was removed without any issues. The patient had a good outcome with no complications.